Event description:
Customer's mother reported getting a battery change alarm too slow. Customer's father also reported the buttons on the front of the insulin pump was not working. Daughter's blood glucose was 286 mg/dl. Customer was treated with an insulin pen. Customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The device also had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.